Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized for low blood glucose. Customer does not recall blood glucose level at the tine of admissions. Customer did not seem to recall any information about the hospitalization. Customer was initially calling in regards with issues with the sensor. The customer was assisted with their carlink program and was sent new sensors. No further information reported.